Event description:
Patient underwent coil embolization of anterior communicating artery pseudoaneurysm and left a1. During procedure, balloon inflated. The balloon would not deflate. The team took several steps to deflate, none was successful. The balloon eventually separated from the wire. The aneurysm was coiled and a thrombectomy performed. The patient was admitted to the neuroscience intensive care unit but was made chief medical officer and passed two days after the procedure.